Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly, that there were unspecified issues with the wake button, that the touchscreen was dim, and that the pump unexpectedly shut off. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received. There was no reported impact to blood glucose.